Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material inside the air/water cylinder, air/water tube, and jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed the following events: whitish foreign material was found in the air/water cylinder, the air/water channel, and the auxiliary water channel. A definitive root cause cannot be determined. However, it is likely that the foreign material was not removed because reprocessing was not conducted properly due to leakage from the scope-cover. The event can be prevented by following the instructions for use which state: the suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): instructions for use (IFU) states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use (IFU) states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.